Manufacturer narrative:
H6: updated to adverse event and serious injury due to a revision surgery reported. Investigation results: visual investigation: we made a visual inspection of the implant. Except the missing connection pipe, we found no defects or deviation to a new implant. The connection pipe has to be removed after implantation and distraction, an absence of this part at a explant is normal. In the next step we forwarded the implant to r&d for further investigation. The results provided state that there was no error apparent and no device problem found. The received implant shows no damages, defects or malfunctions. As far as the mentioned migration of the implant is concerned, we cannot make any statements without more precise information or x-rays. A migration of the implant can have both patient and user-related causes. An implant related root cause for the migration can be excluded. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment is not possible as there was no failure detected. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Additional information received: a revision surgery was necessary.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report. (B)(4).

Event description:
It was reported that there was an issue with sv012t - hydrolift vbr sz.4 (31-43mm)/endplate l. According to the complaint description, the interlock may not be working, noted intraoperatively. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).